Event description:
It is reported that the lever of the inserter is not staying set as it should. Loosening of the set screw is also reported.

Manufacturer narrative:
This report will be amended when our investigation is complete.